Event description:
It was reported (B)(6), 2010 that when the stimulation is turned on the toes are crossing and she is leaking again. Pt stated she fell and hit her head and hip where the device is. The device had not been the same since, per the reporter. On (B)(6), 2010, the stimulation was reported in the wrong location. Pt had had several falls and after she felt the stimulation moved to the wrong location. She was having problems with the programmer since reprogramming the day before and she could not adjust her stimulation until the programmer was fixed. Pt reported the "call you doctor icon", error code 505, invalid programmed settings. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).